Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, the plunger did not release the trailing haptic during injection. The surgeon examined the iol under the microscope and did not want to proceed with it as she thought the lens may have scratches. A new iol, injector and cartridge was used to complete the procedure with no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of iol plunger would not release the trailing haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).